Manufacturer narrative:
(B)(4).

Event description:
Procedure: lichtenstein hernia repair. According to the reporter: the purpose of this study was to retrospectively assess the early and long-term results after lichtenstein tension-free repair using self-adhesive mesh in a single center. The study evaluated 211 pts (199 male and 12 female) with mean age of 62 between january 2008 and december 2011. Ten different general surgeons, including residents, performed lichtenstein hernia repair using a 12x8cm perietex progrip mesh. There was 1 case of recurrence at year 1. There were 4 cases of recurrence at year 2. There were 3 cases of recurrence at 3 years. This is for the case that recurred at year 2. Citation: tarchi, p., cosola, d., geimani, p., troian, m., + de manzini, n. (2014). Self-adhesive mesh for lichtenstein inguinal hernia repair. Experience of a single center. (I) minerva chirurgica, {/I} {I} 69 {/I} (3), 167-76.